Manufacturer narrative:
A complete investigation was not able to be performed as no product number, lot number or sample was provided. Per the article, the v-patch reinforced deployment prosthesis is effective in the treatment of umbilical, epigastric, and incisional hernias, and has a low rate of complications.

Event description:
Received an article titled "outcomes of 157 v-patch implants in the repair of umbilical, epigastric, and incisional hernias". The article looked at recurrence rates with the use of mesh versus suture repair in hernias. Per the article adverse events include infections, fistula, recurrences, small bowel obstruction and adhesions.